Event description:
It was reported to philips that the device failed the defib test and gave a shock equipment malfunction error message. There was no reported patient involvement/adverse patient impact.